Event description:
A malfunction was reported, although the user had not confirmed whether technical support was contacted, and specific details about the malfunction were unclear. The incident did not have a confirmed adverse impact on the customer's blood glucose level. No corrective actions or additional information were confirmed, as there was still uncertainty regarding the occurrence and nature of the malfunction.